Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving ¿m30 balloon valve leak¿ warning on the liberty select cycler. Issue occurred in step 5 of setup. Patient pressed ok and m30 reoccurred. Issue occurred multiple times tonight. Patient stated he received m30 for 3 nights consecutively. Patient was not connected during incident. Cycler had been re-setup with new supplies. Fluid was seen coming from the cassette. Replaced cycler due to m30 balloon valve leak. At least one full treatment had been completed with this cycler. The fresenius technical support representative advised to discontinue use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. Patient also call previously. While troubleshooting the patient stated there was fluid leaking from the cassette onto the floor. M30 balloon valve leak warning occurred in step 5 of setup. Issue occurred 1 time this evening; patient was not connected during incident. Cycler had not been re-setup with new supplies. Fluid was seen on the floor and was leaking from an unknown area in the tubing. The fresenius technical support representative advised to re-setup with all new supplies. Please see qsn # (B)(4) for reference. Upon follow up, it was confirmed that the patient was able to complete the treatments on the cycler. The cycler replacement was received. Patient confirmed that the fluid leak was coming from the inside of the cassette but could not specify more information about that. Patient affirmed that when issue occurred, he was connected to the cycler and after he saw the fluid leak, he got disconnected. There is no product for return to the manufacturer for physical evaluation. No patient adverse effects were experienced, and no medical intervention was required.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving ¿m30 balloon valve leak¿ warning on the liberty select cycler. Issue occurred in step 5 of setup. Patient pressed ok and m30 reoccurred. Issue occurred multiple times tonight. Patient stated he received m30 for 3 nights consecutively. Patient was not connected during incident. Cycler had been re-setup with new supplies. Fluid was seen coming from the cassette. Replaced cycler due to m30 balloon valve leak. At least one full treatment had been completed with this cycler. The fresenius technical support representative advised to discontinue use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. Patient also call previously. While troubleshooting the patient stated there was fluid leaking from the cassette onto the floor. M30 balloon valve leak warning occurred in step 5 of setup. Issue occurred 1 time this evening; patient was not connected during incident. Cycler had not been re-setup with new supplies. Fluid was seen on the floor and was leaking from an unknown area in the tubing. The fresenius technical support representative advised to re-setup with all new supplies. Please see qsn # (B)(4) for reference. Upon follow up, it was confirmed that the patient was able to complete the treatments on the cycler. The cycler replacement was received. Patient confirmed that the fluid leak was coming from the inside of the cassette but could not specify more information about that. Patient affirmed that when issue occurred, he was connected to the cycler and after he saw the fluid leak, he got disconnected. There is no product for return to the manufacturer for physical evaluation. No patient adverse effects were experienced, and no medical intervention was required.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.